Event description:
It was reported by the patient that the remote monitor will not start, but the power light is "on." Technical services provided assistance in resolving the issue by directing the patient to press and hold the start button. This appeared not to have resolved the problem. The monitor had previously sent transmissions successfully. The monitor will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.